Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify any other error alarm due to motor error alarm. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 260 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.